Manufacturer narrative:
Please note this MDR is a follow-up report specific to original manufacturer report number: 3004464228-2015-01582 and legacy identifier (B)(4). This report is being sent to provide the investigation results of the returned device. The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported site infection. The insertion point and bottom housing were inspected and no defects were observed. The pod was found to have completed sterility within specification. Correction to h(4): device mfg date changed from 05/15/2015 to 05/29/2015.

Event description:
The patient reported her blood glucose reached over 13.8 mmol/l (248 mg/dl) and that her site was painful and irritated after wearing the pod on her abdomen. She went to the hospital where they placed her on antibiotics of cloxacillin (500 mg) for 3 times a day for 10 days. The site is starting to heal after the treatment but it was still green.